Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing and shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined this device also exhibited oversensing of the atrial channel resulting in pacing inhibition. Rhythmcare then provided further troubleshooting options to be considered including performing an x-ray. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing and shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined this device also exhibited oversensing of the atrial channel resulting in pacing inhibition. Rhythmcare then provided further troubleshooting options to be considered including performing an x-ray. This device remains in service. No adverse patient effects were reported.